Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital wanted to share some insight about a less frequent complication of evh, vasoview hemopro vh-3000 which is co2 embolisms. They have seen these a couple of times, and were able to catch it immediately and fix it without having to completely stop harvesting. They found that if you keep the cvp lower than the gas pressure, you should not run into this issue. There was no patient adverse patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history review was not applicable. The product is not returning. A lot number was not provided as this was part of a post made in doc matter, 6 years ago. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.